Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered and alert for a bipolar pacing impedance measurement that exceeded the programmed upper limit. In addition, it was noted that previous programming changes had been made in response to rising impedance and that the lead thresholds were also rising. It was suspected that the rise in thresholds and impedance was due to mineralization on the ring electrode. The lead remains in use. No patient complications have been reported as a result of this event.